Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button followed by a pump error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a stuck button alarm and they were able to clear the alarm. Customer also reported a pump error, failed battery test, and power loss alarm after battery change. Self test was performed and passed. Customer also reported to have experienced low blood glucose reading of 37 mg/dl and treated with food. Customer was advised to check the blood glucose reading 15 minutes after treatment to ensure that the blood glucose would stabilize. Customer declined low blood glucose troubleshooting. The customer was advised to follow-up with the trainer regarding low blood glucose. The insulin pump is not expected to return for analysis.